Event description:
It was reported that the patient complained of a feeling as if the preloaded intraocular lens (iol) lens had floated, causing blurred vision at the upper part of the eye 2 month after implantation. The patient had been mentally down because of this. He also had the same model lens implanted in his other eye, but the symptoms developed in his right eye only. Objective tests revealed that his visual acuity was normal. There was no patient injury and no additional information was received.

Manufacturer narrative:
A4 and a5: unknown, as information was requested but not provided. B3 - date of event: date unknown, as information was requested but not provided. D4 - model #: a complete model # is unknown, as product serial number was not provided. Section d4 - catalogue#: a complete catalogue # is unknown, as product serial number was not provided. D4 - serial#: unknown/ not provided. D4 - expiration date: unknown as product serial number was not provided. D4 - UDI #: unknown as product serial number was not provided. D6a - implant date: unknown, as information was requested but not provided. D6b - explant date: not applicable, lens remains implanted, therefor not explanted. E1 - telephone number: (B)(6). H3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. H4 - device manufacture date: unknown as product serial number was not provided. Section h6 -health effect - medical device problem code: 3191: the patient describes a feeling of the lens floating, causing the visual issues. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected information: upon further review of the provided information it was determined that the reported symptoms do not constitute debilitating condition as the patient is able to perform daily activities that he was previously able to perform prior to the surgery. Therefore, the event is no longer considered as reportable and no further reports will be submitted under report number 3012236936-2023-02328. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.